Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported that the ventilator had a primary alarm failed. There was no patient involvement. The customer troubleshot with technical support and found in the ventilator diagnostic report an error code indicating check vent: primary alarm failed. The customer was advised to check the speakers and replace the speakers or the central processing unit (cpu). The customer replaced the speaker to address the reported issue and the unit was returned to use.